Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The 95% stenosed, target lesion was in the proximal left anterior descending (lad) artery. The lesion was predilated with an unk balloon. A 2.25x12mm taxus express2 drug eluting stent (des) was implanted and the stent was postdilated at the 12 atmospheres with a "2.75" quantum balloon catheter. The patient was on plavix for one year "event free". Four hundred five days after the stent was implanted, the patient sustained a "very large" myocardial infarction with "excruciating chest pain" and shortness of breath requiring a bolus of plavix and "tnk". The thrombolytics resolved the stent thrombosis. The 2.25x12mm taxus express des appeared "undersized". The stent was dilated with a 2.75 quantum maverick balloon at 15 atmospheres. It is noted that the patient's ventricle was "normal" size prior to the myocardial infarction and now is a "grade 3". He was started on cardiac remodeling therapies with ace inhibitors and beta blockers.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.